Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external ventricular drain catheter. It was reported that a staff member didn't realize that the red cap was an end cap so they attached it to the catheter and then connected it to the drain which blocked the flow of cerebrospinal fluid (csf). The hospital was used to the yellow end cap that came in another manufacturer's device which didn't have the male end on the connector. They told the manufacturer representative that the male connection on the end cap caused confusion. The patient was transported to pacu and did not have an intracranial pressure (icp) waveform due to there being no flow. The patient was then transported to ICU where it was discovered that the red end cap had been left in place accidentally. It was removed which allowed the catheter and drain to then function properly.